Event description:
During a left radial access procedure while introducing a 6 french introducer sheath, the 0.21 nitinol wire stopped and failed to advance after a suspected artery "spasm". After determining the wire would not advance any further, the decision was made to remove the wire and guide needle. Upon removal of the wire and needle, shearing of the wire and subsequent dislodgement of the tip of the wire was noted and confirmed using fluoroscopy. Left radial arterial access attempted with needle and wire but no introducer guide sheath was implemented. Failed introducer sheath sequestered and sent to biomedical engineering for processing.manufacturer response: device being returned to the manufacturer.